Event description:
It was reported via repair work order that the brakes could not hold due to worn brake rings it was also reported that the side rail may unlatch during use due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.